Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with 300 units of insulin, during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer attempted fill tubing multiple times, using a total of 120.8 units of insulin, but there were no drops of insulin exiting the end of the tubing. Each time the customer attempted fill tubing, the pump requested a minimum of 50 units. There was no reported impact to the customer's blood glucose level. A recommendation was made for the customer to load a new cartridge and use a new infusion set. The customer stated that they would call back if further assistance was needed and abruptly ended the call.